Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date the exposed mesh was removed. (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system device was implanted into the patient during a diagnostic laparoscopy + left salpingo-oophorectomy + dilatation and curettage + sparc mid-urethral sling placement + cystoscopy procedure performed on (B)(6) 2012 for the treatment of stress urinary incontinence, dysmenorrhea with menorrhagia and chronic pelvic pain. Findings included left ovarian cyst and pelvic adhesions. After the implant, the patient experienced vaginal mesh erosion, pelvic pain and bladder pain. On (B)(6) 2021, the patient underwent revision surgery to remove exposed mesh. During the procedure, it was noticed that 1-2cm of exposed mesh in the right upper portion the vagina and approximately 5cm were excised. Normal bladder mucosa with no stones, tumors, foreign bodies, or evidence of interstitial cystitis. Patient tolerated the procedure well and went to recovery room in stable condition.